Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device¿s touchscreen would not unlock despite the screen responding and vibrating to wake attempts, and multiple resets while on the charging pad did not resolve the issue, resulting in a replacement being arranged. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included continued cgm use on the patient¿s phone or receiver while awaiting replacement. Investigation included customer troubleshooting with device resets and review for data synchronization prior to return. Investigation of this device revealed a suspected device malfunction related to the user interface or screen lock function that impeded normal operation. Failure investigation revealed no fault found with the device.